Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use and the device was initially pressurized once without incident, this may indicate that the balloon was not damaged prior to the procedure. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the previously implanted stents such that upon a second inflation attempt, the balloon ruptured. Return of the catheter may have further aided the investigation. It was reported that the catheter was pressurized above rpb to 18 atm. It should be noted that the product instructions for use (IFU) warns: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent overpressurization. In this instance, inflating the balloon catheter beyond its specified rbp may have contributed to the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Overall, although the device was not returned for analysis, based on the information received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that the procedure was to treat a double stent re-stenosis (2 non-abbott stents) in the ostial of the right coronary artery. The 2.5 x 12 mm otw trek was being used for pre-dilatation. The balloon ruptured during the second inflation at 18 atmospheres (atm). The catheter was removed without issue. There was no adverse patient effect. A xience v stent was then deployed inside the re-stenosed stents to complete the procedure with good patient outcome. No additional information was provided.